Event description:
Item failed to alarm when patient was helped out of chair by a staff member. Alarm was attached properly to patient; the magnet was pulled away from the device when patient stood, however device did not alarm. The low battery light did not come on to indicate the battery was not working. The device had fallen to the floor earlier in the day; however, appeared to be working upon inspection. As the device is unable to be clipped to the back of a medichair, it is often wedged between the arm and the back and can easily fall to the floor.these devices are frequently sent to facilities for repair; most often the prongs that connect the battery have flattened and no longer make a connection resulting in the device failing to alarm.